Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2004. Subsequently, a revision procedure is allegedly planned to remove and replace the humeral tray. There has been no reported revision procedure to date.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(6) manufactures a similar device in the united states under 510k number k992899. The following sections could not be completed with the limited information provided: date implanted - month and day unknown.

Event description:
It was reported patient underwent a shoulder arthroplasty in 2004. Subsequently, a revision procedure is allegedly planned to remove and replace the humeral tray. There has been no reported revision procedure to date.